Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9294369 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. This lot was produced for (B)(4) units this is a cpm of 0.6. We will continue monitoring the performance of this lot. Root cause description: based on the investigation carried out and with no sample to analyze the symptom reported by the customer can¿t be confirmed nor could the symptom be correlate with a root case linked to the manufacturing process. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the syringe 5ml saline fill china sp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: after the patient's left leg fracture surgery, when the steel plate was taken out, the patient was given infusion according to the doctor's advice. After the infusion, the pre-filled syringes was used to seal the tube. When the package was opened and obvious stains were found on the flusher and replaced other one immediately.